Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for the events of drained fluid from the right knee four times, some minor swelling in the left knee, right knee swell up real bad/ right knee is swollen, is hard a piece of wood/right knee is swollen three times bigger than it were added. Follow-up information was received on (B)(6) 2015: no new information was received. Additional information was received on 09-(B)(6) 2015. The additional suspects of indomethacin and naproxen sodium were added. This case initially considered as non-serious was upgraded to serious as the seriousness criteria of required intervention for the events of drained fluid from the right knee four times, some minor swelling in the left knee, right knee swell up real bad/ right knee is swollen, is hard a piece of wood/right knee is swollen three times bigger than it were added. The verbatim for the events of drained fluid from the right knee was updated to drained fluid from the right knee four times; right knee would not bend, it hurts was updated to right knee would not bend, it hurts/unable to bend her knee, it feels like something is inside of her knee and that of right knee swell up real bad/ right knee is swollen, is hard a piece of wood was updated to right knee swell up real bad/ right knee is swollen, is hard a piece of wood/right knee is swollen three times bigger than it was. The additional events of some minor swelling in the left knee, sick, burned her stomach and painful injection with details was added. Related case ID was added. Clinical course updated and the text was amended accordingly. Additional information was received on (B)(6) 2015. Global ptc number and results were added. Text was amended accordingly.

Event description:
Based on additional information received on (B)(6) 2015, this case initially considered as non-serious was upgraded to serious as the seriousness criteria of required intervention for the events of drained fluid from the right knee four times, some minor swelling in the left knee, right knee swell up real bad/ right knee is swollen, is hard a piece of wood/right knee is swollen three times bigger than it were added. This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case was cross-referenced with case: (B)(4) (same patient). This case concerns a (B)(6)female patient who "drained fluid from the right knee four times", "some swelling in the left knee", "right knee swell up real bad/ right knee is swollen, is hard a piece of wood/right knee is swollen three times bigger than it was", "right knee would not bend, it hurts/unable to bend her knee, it feels like something is inside of her knee", "right knee hurts" and had "painful injection" after receiving treatment with synvisc one, felt "sick" with indometacin (indocin) and "burned her stomach" with naproxen sodium (aleve) . No past drugs, other concomitant medications and concurrent conditions were reported. It was reported that the patient had the synvisc 3 series of injection last year in (B)(6)-2014, and she did have some minor swelling but it went away. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (lot/batch number and expiration date not reported) for osteoarthritis in both knees by a physician assistant (pa). The patient received the injection at 0300 in the morning and it was very painful. It was reported that the pa did not use ultrasound and told the patient that she had been doing this for 18 years. On the same day, the patient went home and iced both knees. The patient stated she that had some minor swelling in the left knee the first day but that had resolved. On (B)(6)2015, at 3:00am, the patient's right knee swelled up real bad/ was swollen three times bigger than it was/ like a hard piece of wood. Also the patient had shortterm disability since (B)(6) 2015 because of her knee. Further reported that the patient started taking naproxen sodium and icing the right knee as the left knee was perfect and had no problems. On (B)(6) 2015, the patient went back to the physician and they drained fluid from the right knee four times. Also, the fluid and blood work was sent to test for infection. Reportedly, no infection was found in the right knee. On (B)(6) 2015, the patient's right knee was swollen, was hard as a piece of wood, would not bend, it hurts/felt like something was inside of her. The patient further stated that she felt as if there was a piece of wood in her knee or how it would feel if she received a knee replacement and that she had used a brace, walker, and iced her knee constantly. On an unknown date, the patient initiated treatment with indomethacin (dose, frequency, lot/batch number and expiration date: not reported) for pain and that made her sick on an unspecified date in 2015. On an unknown date, the patient initiated treatment with naproxen sodium (dose, frequency, lot/batch number and expiration date: not reported) for pain but it burned her stomach on an unspecified date in 2015. It was reported that the patient was advised to contact her health care provider about her symptoms. Also, reported that her symptoms were continuing. On (B)(6) 2015, the patient had fluid drained from her knee and also had a cortisone injection. The patient stated that both the syringes were present in 1 pack and questioned if the medication in one of the syringes could have been contaminated. Additionally, the patient also questioned if there was possibility that a nerve could have been hit during the injection. Action taken: unknown for the suspects of indomethacin and naproxen sodium. Corrective treatment: cortisone and prednisone for the event of drained fluid from the right knee four times; rednisone, indometacin, brace, walker, and ice for the event of some minor swelling in the left knee and for the event of right knee swell up real bad/ right knee is swollen, is hard a piece of wood/right knee is swollen three times bigger than it was; indometacin for right knee hurts and not reported for all the remaining events. Outcome: not recovered/ not resolved for drained fluid from the right knee four times, "right knee swell up real bad/ right knee is swollen, is hard a piece of wood/right knee is swollen three times bigger than it was", "right knee would not bend, it hurts/unable to bend her knee, it feels like something is inside of her knee", "right knee hurts". Recovered for the event of some minor swelling in the left knee. Unknown for the events of sick, burned her stomach and painful injection. A pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4).